Manufacturer narrative:
Tw# (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was being used to seal and cut branches. Power setting was 3. Device was used on one small branch successfully. When on the next branch, the device did not work at all. The extension cable was changed but still no power. Concomitant devices included the extension cable and adapter, but both were working properly. The device was changed out and the new device worked just fine. The case was completed using the second hpii device. The only delay was in replacing the device with a new one but the overall procedure was not delayed. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire was observed. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam or heat during ten (10) 3-second activations and shut off when the toggle was released. No additional testing was conducted due to the device not powering on. An engineer evaluation was requested on (B)(6) 2024. The complaint was confirmed. The complaint device showed signs of clinical use. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. The handle of the complaint vh-4000 hemopro2 tool was opened to determine why the heating element on the primary jaw did not heat up. Using a multimeter (calibration ID# 14054), electrical continuity of the device¿s switch was tested between the switch¿s common and normally open terminals when the switch lever was in the ¿on¿ position. There was no electrical continuity between the common and normally open switch terminals which is not normal. O while the multimeter was connected to the switch¿s common and normally open terminals, the switch lever was cycled ¿off¿ then ¿on¿ multiple times. It was observed that intermittently there would be electrical continuity when the switch lever was depressed to the operating position. This is not normal and points to a possible issue with the switch¿s internal contacts. Next, the black cover on the switch was removed to find out what was causing the intermittent electrical continuity between the common and normally open switch terminals. The inside of the switch was visually inspected for contamination and defects that might cause the intermittent electrical continuity between the common and normally open switch terminals. There was no contamination or defects found inside the switch. Next, the switch contacts were examined under magnification to determine if there was something on them which would cause the electrical continuity issue. Next, the actuator button on the switch was pressed to check the operation of the switch¿s mechanical mechanism. The mechanical mechanism of the switch was found to be operating normally. The issue with the switch that caused the intermittent electrical continuity between the common and normally open switch terminals could not be determined. Based on the returned condition of the device as well as the engineer evaluation, the reported failure " electrical /electronic property problem" was confirmed. A lot history record review was completed for lots 3000351643, 3000348662, and 3000345543 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was being used to seal and cut branches. Device was used on one small branch successfully. When on the next branch, the device did not work at all. The extension cable was changed but still no power. The device was changed out and the new device worked just fine. The case was completed using the second hpii device.